Event description:
Patient has been unable to obtain a blood glucose reading on the meter because of the three dashes on the meter. Patient has even taken the batteries out and tried to reset the meter and it would still show the three dashes. Patient has been unable to test their blood glucose for a week and has "bottomed out every day". Patient would feel weak and want to reset and each time patient would reset they would "bottom out". Patient was treated with juice by a family member and come to. Patient had contacted their md for medical advice and was told to eat or drink something. Finally patient went to see their md and their blood glucose was 50mg/dl and patient was treated with juice. Patient took their set amount of oral medication each day during the week the meter was not working. Md advised patient that since this has been happening for a week that patient should call lfs to get meter replaced. Customer service was unable to resolve the issue and sent patient a new meter. Patient suffered a serious injury.